Event description:
It was reported that: low amplitude and inconsistent doppler waveform and unable to get bullseye. Chest x-ray was needed to confirm PICC position. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: low amplitude and inconsistent doppler waveform and unable to get bullseye. Chest x-ray was needed to confirm PICC position. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported issue "new wire had low amplitude doppler waveform that did not resolve with lots of flushing" was not confirmed by evaluation of the returned vps g4 g1+ legacy stylet assembly. A visual examination did not reveal any obvious defects or anomalies and the encapsulated transducer was intact. The sample was connected to a known good vps g4 system, and a simulated procedure was performed. A clear doppler signal was visually and audibly displayed during the flush and the procedure. The stylet was electrically tested for sensitivity per the requirements of product specification, which requires a minimum 600 mv peak-to-peak echo signal. The testing was performed per the instructions contained in pulser receiver and stylet holder. The peak-to-peak echo signal measured 1467 mv, indicating the stylet has acceptable doppler functionality. For capacitance of the coaxial cable, process specification states, the acceptable range for capacitance of the coaxial cable is = 185pf and = 250pf. Using smart tweezers by making contact between pins 1 and 6, the capacitance of the coaxial cable measured 207pf, indicating no issue with the coaxial cable. The reported issue was not reproduced. No problem was found with the doppler functionality of the returned stylet. A device history record review performed on the stylet did not reveal any manufacturing related issues. The reported issue was not reproduced. No problem was found with the doppler functionality of the returned stylet. No further action will be taken. Teleflex will continue to monitor and trend on complaints of this nature.